Manufacturer narrative:
G4: 08jan2020. B4: 09jan2020. The service technician confirmed the reported issue and confirmed the issue was resolved by replacing assembly, touchframe,10.4" display and cable, mmi (man-machine interface) board to touch screen. The service technician confirmed the device successfully pass performance specification testing after the repair was completed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Event date: (B)(6) 2019. Date of this report: 21nov2019.

Event description:
The customer reported touchscreen failure. The device was not in clinical use at the time the issue was discovered, therefore, there was no patient or user harm reported.